Event description:
It was reported that the customer had four reservoirs that leaked while connected to the insulin vial. The customer stated that all the reservoirs were too loose and would not stay attached to the vial. The customer also stated that her other lot of reservoirs are working just fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.